Event description:
It was reported that a patient with an implantable neurostimulator experienced a loss of stimulation after the device stopped working several days following initial programming. The patient, who had a rechargeable implant located in the right leg, reported no sensation of stimulation ("buzz") beginning on saturday, despite confirming the device was charged. When attempting to use the handset and communicator to connect to the device, the handset was initially not powered on and displayed "device not found" after powering on. The patient was instructed to reset the communicator and restart the handset, after which connection was established and it was found that therapy was turned off. Therapy was turned on, but the patient did not feel stimulation even after increasing the intensity. The patient only began to feel stimulation at an intensity of 2.2 and above, with the sensation ("buzz") felt in the right leg where pain was most prominent. The patient adjusted the intensity to 2.3 and discussed nighttime settings but was not using the nighttime group at the time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.